Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, active current measurement and self test. Insulin pump received with sleep current measurement and unexpected low battery alerts and replace battery now alarm due to moisture damage on electronic board stack. Slight corrosion on force sensor assembly and moisture damage on motor assembly.

Event description:
Information received by medtronic indicated that the insulin pump received replaced battery now alarm. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The device will be returned for analysis.